Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/31/2015 with the following findings: a review of the black box revealed evidence of a partially charged battery installed during a battery change on 11/23/2014. There was no damage found to the returned battery cap or the battery compartment. The returned battery cap secured tightly to the pump with no visible yellow o- ring. The height and width of returned battery cap were found to be within the required specifications. The pump was exercised for 24 hours with the returned battery cap and cartridge cap with no power interruptions. The pump cover was removed and there was no evidence of internal moisture or damage to the power circuit or battery flex. The reported complaint was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.